Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received a questionable tina-quant hemoglobin a1c gen.2 (hba1c) result on their integra 800 analyzer. The customer stated there were no problems with any other samples. After the event, the customer performed quality control with results within range. The patient's initial hba1c result was 11.55% and it was reported outside the laboratory. The physician called and stated the results could not be that high and requested the sample be repeated. The first repeat result from the original analyzer was 8.0%. The sample was then tested on a clia waived dca instrument and the result was 8.1%. The repeat results were considered correct. There were no adverse events. The hba1c reagent lot number was 65778101 and the expiration date was 11/30/2013. The field service representative went on site. He suspected a sample issue. No analyzer or operator issues were identified. He performed two precision tests. The customer performed quality control with results within specifications. The analyzer was operating without issues.